Event description:
Healthcare professional (hcp) reports a pt reaction to the psn membrane. Noted during use on the patient's first exposure to the psn. The patient experienced severe nausea and vomiting 5 minutes into the dialysis treatment. At the time of the reported incident, the dialysis treatment was discontinued and the blood was returned. The pt was treated with benadryl 50mg. Orally. The treatment was resumed and completed with an alternate membrane. The patient's symptoms have resolved per hcp.